Event description:
It was reported that this pacemaker exhibited a low out of range pacing impedance of measurement of less than 200 ohms on the right ventricular channel. No changes have been made and the pacemaker remains in service. No adverse patient effects were reported. Additional information received indicates that the impedance value is gradually increasing to above 200 ohms after few follow up visits. It is decided to keep monitoring the v-lead status.